Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 06/20/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The customer's reported event could not be confirmed in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zkb00 13.0 diopter intraocular lens (iol) was explanted due to a wrong power lens. Additional information clarified that the doctor choose the wrong power lens for the patient who ended up with unexpected post op refraction in their right eye. The lens was replaced with the same model, a smaller, 11.5 diopter lens. No further information was provided.